Manufacturer narrative:
Analysis was able to confirm the reported broken output connectors. Analysis also noted the lower case was cracked next to the ventricular output connector, the hanger assembly was cracked, three case screws were contaminated, and the display wires were pinched with compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a cracked ventricular output connector port. The epg was returned for service. There was no patient involvement.